Event description:
Boston scientific received information that during a routine device replacement procedure, it was noted the lead was slightly unscrewed and the can appeared to be slightly melted. Additionally, the header had separated from the can. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted the header was loose and the case was normal, no melting was noted. It was indicated that the medical adhesive was still attached to the header and was adequate. X-ray revealed the ventricular tip wire was broken due to header separation.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.